Event description:
On 10/01/1998, the facility informed the manufacturer's (MFR) sales representative of the following: on 09/09/1998, the patient was placed on a dialysis machine and immediately removed when a split in the catheter extension tubing was found. There was minimal blood loss. The hole/slit was approximately 3/8" in length right below the luer lock. The patient had to receive an acute femoral line immediately and received a chronic catheter on 09/11/1998. The device is not available to be returned to the MFR for analysis, but the facility has pictures of the device which have not been made available to the MFR to date. No further details were provided.